Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0527311v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
A consumer whose indication for use is parkinsonian tremor reported that there was a loss of stimulation and the patient was not getting therapy any longer. On (B)(6) 2015 the patient had experienced severe tremor and on (B)(6) 2015 the implant was not turning on. The patient used the patient programmer to check the implant and it may be depleted. The patient had noticed that his tremor was bad and he was unable to write. Additional information received from the patient indicated that the loss of therapeutic effect had been resolved.